Event description:
It was reported that the user experienced a nocturnal hypoglycemic event, was alerted, and confirmed a blood glucose of 68 mg/dl, after which she self-treated with a glucose tablet; she declined additional coaching and planned to follow up if the problem persisted. Symptoms included shaking, disorientation, blurry vision, and nausea consistent with hypoglycemia. Outcomes included self-management at home without escalation of care. Investigation included review of the event details and user-reported symptoms following recent troubleshooting and education. Investigation of this case revealed no device malfunction reported and an undetermined cause for the hypoglycemic episode. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.